Event description:
It was reported that the patient was admitted to the hospital and underwent a l5-s1 posterolateral fusion using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the infuse was implanted. It is reported that patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient is "completely disabled for life," and has "serious heart disease..." No further information was provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2011 patient underwent the following procedures:. Re-exposure of posterior lumbosacral spine. Removal of old/broken hardware at l5 and s1. L5 and s1 laminotomies and bilateral foraminotomies. L5-s1 facetectomies. L5-s1 instrumented posterolateral fusion supplemented with local autograft, bmp and dbm boats. Intraop fluoroscopy. Intraop neurophysical monitoring with somatosensory evoked potentials and electromyography including in real time during the pedicle screw insertion preoperative diagnosis: lumbosacral stenosis associated with lumbar radiculopathy. Unstable spondylolisthesis and pseudoarthrosis l5-s1 post-op diagnosis: lumbosacral stenosis associated with lumbar radiculopathy. Unstable spondylolisthesis and pseudoarthrosis l5-s1. Acute anemia due to intra-op blood loss indications: patient had 2 year old history of low back and radicular pain. Pain that radiates down to posterolateral aspect of right and left leg. A lumbar x-ray from (B)(6) 2011 showed presence of broken bilateral pedicle screws. Per op-notes: "...the instrumented posterolateral l5-s1 fusion thereafter further supplemented with placement of local autograft material, bmp wafers placed out laterally on both sides as well as single demineralized bone matrix boat from stryker also placed bilaterally and filled in their centers with further local autograft material..." Patient tolerated the procedure well..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.